Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the visual evaluation revealed that the paint groove chipped off partly (see evaluation picture 2). The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.

Event description:
Per loan / consignment inspections operator: during inspection of set 10325519 it was noted that the paint groove chipped. The device was sent in without any customer allegation. There was no harm or adverse event reported by the customer. No further information received.